Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was 172mg/dl. A system check was performed and insulin was not observed dripping out of the infusion tubing during the load fill tubing sequence; air bubbles were observed in the infusion tubing. A supply change was to be performed to address the occlusion alarms. Reportedly, the customer uses u-500 insulin in their cartridge.